Event description:
Reportedly, the device delivered faster than programmed. No further information was provided. There was no patient injury. Several attempts were made to obtain additional information form the user facility without success.

Event description:
Reportedly, the device delivered faster than programmed. No further information was provided. There was no patient injury. Several attempts were made to obtain additional information from the user facility without success.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications.

Manufacturer narrative:
Investigation is on going. We will provide the follow-up report when eval is done.